Event description:
A malfunction was reported on the customer's pump, but no notable events occurred prior to the issue. There was no adverse impact on the customer's blood glucose level. The customer confirmed the malfunction through the pump history, and the technical support team arranged to send a replacement pump with updated software. The customer was informed about the training available in their tandem source account, and instructions were provided to put the pump into storage mode before sending it back. The customer acknowledged these instructions, and the shipment details were confirmed.